Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump did have intermittent button response on the down arrow button due to corroded keypad traces.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 591 mg/dl. The customer changed the infusion set several times, but continued to experience high blood glucose levels. The customer stated that she was very uncomfortable with the insulin pump, and requested a replacement. The customer also stated that the up arrow and act buttons were no longer responding. Unable to review the programming due to the unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.